Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent unspecified cartridge alarms/ pump alarms occurred. There was no reported impact to the customer¿s blood glucose level. Tandem technical support was unable to obtain any further information.